Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes of non-sustained lead noise due to myopotential oversensing was observed via remote transmission. Programming changes were recommended. No further information is available.